Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after disconnecting the pump from a power source, the battery depleted from 100% to 5% suddenly. The pump was reconnected to a power source, charged to 10% however, the battery depleted and the pump powered off. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.